Event description:
According to the info received, an angiogram performed in 2001 indicated the graft was stenosed "just distal" to the connector with a "bend" greater than 90 degrees that was thought to suggest the stenosis may have been due to a "kink" in the graft. According to the operative report, the graft was 99% stenosed at the connector anastomosis site. This area of the aorto-saphenous vein graft ostium was successfully stented with 0% residual, good antegrade flow, and no "significant evidence of dissection". According to the cardiologist the stenosed area was dilated with a balloon catheter requiring 7-8 atm of pressure to open. This may have indicated a "real" stenosis; however, another surgeon reviewed a single photo from the angiogram and agreed the graft appeared to have been kinked possibly resulting in stenosis. It was also reported that another dr. Had a second pt with two stenosed or occluded grafts; however, no other info has been received, including if any intervention was performed on the second pt.